Event description:
It was reported that patient has scheduled a surgical procedure of (B)(6) 2020 to remove and replace all components of his inflatable penile prosthesis (ipp) device due to breakdown of implant. Patient is experiencing difficulty maintaining an erection. He acknowledges libido is normal but denies depression, difficulty ejaculation with intercourse, and with masturbation, morning and nocturnal erections, peyronies, pain with erections, penile inflammation, premature ejaculation, weakness or weight gain. Curvature location is dorsal.